Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist was confirmed with the customer that the station seemed to work fine. The system functioned as intended after the customer confirmed the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station would not boot up. The customer unplugged it multiple times, but it kept going to an initializing screen. The customer stated that this malfunction had caused a delay of about 1 hour in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.